Event description:
Per the audiologist's report, this ppt's physician performed 3 or 4 surgeries since implantation due to tissue necrosis around the implant body. The dates of these surgeries are not known. In 2004, the physician had the pt in the office for reprogramming and the pt did not hear with the implant. Staff established communication with the implant, however. The physician performed the explant in 2005. No information has been provided about potential reimplant surgery.